Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 13.5-15.6cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 7.4-7.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. (B)(4).